Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an infusion of norepinephrine with a spectrum infusion pump, the patient experienced a significant drop in blood pressure (124/55 to 84/40). Upon entering the patient room due to the significant drop in blood pressure, the clinician noticed the pump had paused and there was no one in the room to have paused it. The clinician restarted the pump and was prompted an alert stating "door not fully latched". The clinician tried re-latching and the pump continued to "fail". The norepinephrine infusion was moved to a different pump. The patient was reported to be hemodynamically stabilized. No additional information is available.

Manufacturer narrative:
During visual inspection of internal components, the evaluator observed damaged motor mount screws and damaged front case pems, which can result from impact. An impact can cause a misalignment of the pump mechanism assembly, including the door hooks, which can result in the type of damage observed to the upper latch switch housing if the door hook comes in contact with the switch housing. Based on the physical damage to the pump and the upper latch switch housing, it was determined that the likely cause was a physical event that occurred outside of the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Functional testing was performed and did not identify any issues related to the customer reported issue of the "infusion being paused when nobody paused it". A review of the event history log revealed door not fully latched messages as evidence of the reported issue of "door not fully latched" but testing could not replicate the issue. The cause of this condition was determined to be a broken upper hook switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.